Manufacturer narrative:
(B)(4). Manufacturing date: 7/22/2015 - 7/29/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a cracked minicap. The cap was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.